Event description:
It was reported that during an arteriovenous angioplasty procedure, a balloon rupture occurred. The procedure treated the 50% stenosed target lesion located in the mildly calcified and mildly tortuous arteriovenous arm graft. A 7.0x80mm mustang balloon catheter was advanced for treatment, however the balloon ruptured at 18 atms. The procedure was completed with another of the same device. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).